Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl). Customer consumed glucose to stabilize blood glucose levels. Reportedly, the customer accidentally entered her blood glucose level into the pump as carbohydrates consumer and delivered 7.4 unit bolus that was not needed.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.